Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device serial number. Further information was requested but not received. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided.

Event description:
Related manufacturer reference number 3006705815-2021-01941, 1627487-2021-13414. It was reported the patient had an infection. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.